Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on several units. There was no harm or injury reported. The reporter stated there are several units getting ventilator inoperative or service required alarms. The reporter did not have the serial numbers of the involved units at the time of the report. The units were also reported to 1.05.06 version software. The devices have not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.